Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in the right atrial (ra) pace impedance measurements, measuring greater than 3000 ohms back in (B)(6) 2021. The patient has chronic atrial fibrillation. No adverse patient effects were reported. This product and ra lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in the right atrial (ra) pace impedance measurements, measuring greater than 3000 ohms back in september 2021. The patient has chronic atrial fibrillation. In addition, an alert for atrial arrhythmia burden was noted. No adverse patient effects were reported. The patient has a follow-up appointment scheduled for 29jun2022. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained. This product and ra lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.